Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events : 5 events were reported for this quarter   product return status : 5 devices were received for evaluation. Evaluation status : 3 events were confirmed during testing, - 2 devices were found to be affected by corrosion, - 1 device was found to be affected by wear, 2 device evaluations are in progress. Product disposition : 3 devices were repaired and returned to the user facility.   Additional information : there were no remedial actions taken on this device. This device is not labeled for single-use.

Event description:
This report summarizes 5 malfunction events in which the device had run-on; 5 events had no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 5 </noe> malfunction events in which the device had run-on. 5 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 5 total events were initially reported. 2 previously reported events are included in this follow-up record.   Product return status 2 devices were received.   Evaluation status not confirmed 2 reported events were not confirmed during testing; however: - 2 devices were found to be affected by corroded motor assembly. Additional information 5 devices were not labeled for single-use. 5 devices were not reprocessed and reused.